Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and a partially loaded clip. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The partially loaded clip was able to properly load into the jaws of the device and close. The jaws were able to open fully. This was repeated two more times with the same result. Two clips were successfully applied to over-stressed surgical tubing. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Although the remaining clips were all able to fire properly, the broken ratchet could prevent the clips from properly loading into the jaws. However, the jaws were able to open completely with no issues. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaw doesn't open" was not confirmed based upon the sample received. One device was returned. The jaws were able to completely open throughout the investigation process. Although the reported complaint issue was not confirmed, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Since the jaws were able to open with no issues, no further action will be taken.

Event description:
It was reported that clips are falling out of the jaw. It did not fall into the patient's body. The patient's condition is fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1600269 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips are falling out of the jaw. It did not fall into the patient's body. The patient's condition is fine.